Event description:
It was reported via social media that there was a device leak. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via twitter that there was a gap of an unknown size after the device had been implanted in a patient.

Event description:
It was reported via social media that there was a device leak. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via twitter that there was a gap of an unknown size after the device had been implanted in a patient. It was further reported that the gap size was 4mm.

Manufacturer narrative:
Date of event updated from (B)(6) 2018 to (B)(6) 2018. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:25 pm CT. The report number is being corrected from: 2134265-2018-63924 to: 2134265-2018-63090.